Event description:
The patient is a (B)(6) year old female ((B)(6) lbs) with a history of osteosarcoma and severe lung metastases. She was taken to the operating room for chest tube placement and thoracentesis. During the insertion of a fuhrman catheter the physician noted that as the catheter was advanced over the guidewire it did not advance smoothly. When the catheter was withdrawn it was noted that the catheter had fractured. An enlarged incision was made and a series of catheter fragments were withdrawn over the wire. The catheter fragments were collected. At that point the physician elected not to proceed with a fuhrman catheter placement, but instead placed a more traditional thoracostomy tube.